Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: t505c227 tissue valve, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. A transmission showed the left ventricular (lv) lead with possible high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.